Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The hcp saw the motor stall but nothing after that. The hcp thought the stall was on the night of (B)(6) 2016. There were no reports of loss of therapy or withdrawal. The hcp was questioning if the pump was really running because ¿the patient was on a high dose and would be having symptoms by now.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.